Event description:
It was reported that during a nephrectomy procedure, the active blade was broken. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Information not available, device not returned for analysis. Serial number = na.